Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific corporation that the patient was implanted a lynx suprapubic mid-urethral sling system. The exact implantation is unknown, however, two implantation dates were reported: (B)(6) 2007 and (B)(6) 2009. According to the complainant, the patient experienced an unknown injury. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.